Event description:
A 6f angio-seal vip was selected for closure following an angiogram performed to look at the anatomy of the left femoral artery. No complications were reported during the procedure, however, one hr following the procedure the pt complained of pain. The pt lost pedal pulses. An ultrasound was performed to confirm the artery was occluded. A thromboendarterectomy was performed. The surgeon alleged that the complication came from a dislocation of the anchor. The pt has been discharged and is reportedly doing well. The pt received heparin (5000 iu), and aspirin (100 mg).

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.